Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure of a retrograde puncture of the right common femoral artery was attempted using a perclose proglide device. Femoral angiogram was not performed. Reportedly, after flushing the marker port the device was advanced for positioning. Although the marker-lumen was filled with blood, very poor blood flow was observed. The device was advanced further and the angle was gently changed, but no pulsatile blood flow was observed through the marker lumen to indicate arterial marking. It was decided to remove the device and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inadequate arterial marking was not confirmed, since analysis of the returned device found it was fully functional as designed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Reportedly, a femoral angiogram was not taken prior to the procedure. Per the proglide device instructions for use under arterial site and puncture considerations, prior to deployment of the perclose proglide smc device, evaluate the femoral artery site for size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall by performing femoral angiography, to avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Reportedly, a femoral angiogram was not taken prior to the procedure. Per the proglide device instructions for use under arterial site and puncture considerations, prior to deployment of the perclose proglide smc device, evaluate the femoral artery site for size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall by performing femoral angiography, to avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.